Manufacturer narrative:
Hospital mains restored; system restarted. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that mains power cut caused system shutdown during procedure on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.